Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer. The production records were reviewed for the product involved, no manufacturing deficiencies were identified that could have contributed to this event. There is no evidence that the device contributed to the incident.

Event description:
4web received a request for a patient who had already received a 4web custom device in their left foot. The new request for custom device was for the patient's right foot. Upon further inquiry, 4web was informed that the patient had undergone below-the-knee amputation of the left foot few years ago due to an infection. The date of amputation is unknown.